Manufacturer narrative:
The product has been requested back for investigation. A final report will be submitted when the investigation is complete. Customers and retailers have been informed.

Event description:
The customer reported they were receiving an err 4 message when inserting strips into their freestyle blood glucose monitor and a battery/booklet icon, which is the indication that the monitor may have exhibited the memory overwrite malfunction. The customer also reported going to the dr's office to get blood sugar reading since he could not test at home. There was no report of death, serious injury or mistreatment.